Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the pump was not able to prime due to the piston rod not advancing forward enough to come into contact with the insulin syringe. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to prime the pump.

Manufacturer narrative:
Follow up #1 date submitted: 05-mar-2018 the device was returned to the manufacturer and investigation complete on 07-feb-2018 with the following findings: review of the pump¿s prime history revealed multiple occurrences of large prime volume recorded. The piston consistently stopped at the 198-unit mark during the load step with no cartridge loaded in the pump. The force sensor calibration was evaluated and found to be within the required specifications. The pump was opened for further investigation. The pump drive assembly was found to be mounted unevenly allowing the piston to come in contact with the cartridge grooves. Investigation duplicated the complaint.